Manufacturer narrative:
(B)(4). Medical device problem code - (B)(4) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was an issue with the lockscreen critical alert. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.